Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through multiple troubleshooting steps, including disconnecting tubing, refilling, and loading new cartridge, and after escalated support and verification of piston movement, caller began to see insulin drops from pigtail and tubing, successfully completed load sequence, and resumed insulin delivery.